Event description:
Customer has been experiencing high blood glucose readings. The current blood glucose reading is 363 mg/dl. Customer stated that before bedtime she was over 400 mg/dl. Customer had a bent cannula. Unable to perform the high pressure, customer did not have clamps. Customer mentioned an injury/hospital issue. Customer also mentioned going low to 40 mg/dl in the middle of the night. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.